Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the plastic tibial insert cannot be placed correctly in the tibial base.

Manufacturer narrative:
It was determined that this event was a duplicate of the previously reported event under 3010536692-2017-01047. Please void the initial report.